Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the alarm is not activating correctly for low blood pressure and as a consequence, the patient developed severe hypotension. The blood pressure dropped down to 40s and no alarms went off. It was noted the patient had begun hemorrhaging from her groin and became severely hypotensive with a systolic pressure in the 40s. Vasopressors were increased, a blood transfusion was performed, and the patient remained unstable for hours after the event. The allegation indicates both visual and audible alarms failed on the patient monitor, which resulted in the staff not being alerted to the hypotension. It was asked but unknown if there were alarms at the patient information center; therefore, it is being reported conservatively. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Results of functional testing indicate the issue could not be recreated and no root cause could be confirmed due to insufficient information. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. The device was alarming as expected at the time it was evaluated by the fse. Review of event logs confirmed the device provided a yellow visual alarm and an audible alarm on the date and time of the alleged alarm failure. Insufficient information was available to assess red alarm functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating that the device failed to provide red visual or audible alarm when a patient¿s blood pressure dropped to 40 at 17:20 on (B)(6) 2023. Ambulatory blood pressure (abp) low alarm limit was set at 70. Arterial blood pressure (art) low alarm limit was set at 60. The patient began exsanguinating from their groin. As a result, their vasopressors were increased, and they received a mass blood transfusion.

Manufacturer narrative:
This record was reopened and corrected as part of a retrospective review. D4 model # and UDI updated per gudid. G4 510k was corrected from k153702 to k183387. H4 manufacture date was corrected from 07/23/2019 to 03/17/2021. H6 coding was updated. H11 added additional details from the investigation summary. Added related report number for the intellivue mx800 patient monitor. A philips field service engineer (fse) went to the customer site. The fse evaluated the monitor. The low and high art and abp alarms functioned as expected at the time of the evaluation and the pressure zeroed fine. The fse verified alarms were heard at speaker located at the surveillance and the remote speaker. But the fse did indicate that in their opinion the location of the remote speaker could make it difficult for the staff to hear audible alarms. However, the customer stated they believe the location of the speaker and the volume setting are appropriate and were not factors. The event logs were reviewed by philips engineers. The engineers determined at 17:19:38 a visual yellow alarm was generated for arterial blood pressure mean of 58 and an audible sound was given. Additionally, at 17:13:30 yellow visual alarms were generated for arterial blood pressure mean of 33 and arterial blood pressure diastole of 35. No audible alarm is documented for the alarm events that occurred at 17:13:30. However, not all audible alarms are recorded in the pic ix log protocol. So, this is not an indication of alarm failure. The engineers were not able to confirm red alarm functionality due to insufficient information. Alarm log history for the monitor, the alarm log history for the pic ix log protocol, and the pic ix trend protocol would all be needed in order to conclude if a red alarm failure occurred. The device was alarming as expected at the time it was evaluated by the fse. Review of event logs confirmed the device provided a yellow visual alarm and an audible alarm on the date and time of the alleged alarm failure. Insufficient information was available to assess red alarm functionality. The investigation concludes that no further action is required at this time.